Event description:
It was reported that an ilet user experienced hyperglycemia with meter-confirmed blood glucose of 344 mg/dl while the pump displayed approximately 300 mg/dl after a recent meal announcement, using a contact detach infusion set and dexcom g7; the user calibrated the pump and was guided to replace infusion supplies. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting with infusion set change and planned follow-up to confirm glucose reduction. Investigation included telephone-based troubleshooting and user-reported calibration and supply replacement. Investigation of this case revealed no confirmed device malfunction; the event was consistent with hyperglycemia of unclear cause, with potential contributory factors including postprandial excursion, sensor-to-meter variance, or infusion site issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.